Event description:
High pitched alarm was heard coming from patient room with ventilator. Rn and respiratory therapist immediately respond and saw that the ventilator was completely off. The ventilator screen was completely black. This alarm was not a common alarm sound and previously never heard by the staff. It was suggested by clinical engineer that the microprocessor was damaged due to an electrical surge. Manufacturer checked the ventilator and found defective processor board. The board was replaced, and unit certified as operational.